Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during cataract surgery the patient experienced with corneal burn due to no ultrasound. The procedure was completed after changing the handpiece. Additional information has been requested. Additional information received indicating the patient experienced with astigmatism. And the symptoms are improving.

Manufacturer narrative:
The phacoemulsification handpiece (hp) was returned for evaluation. A non-conformance-based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The hp was received for evaluation. A visual assessment of the returned sample revealed no obvious nonconformities. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five-minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specification. The handpiece was found to meet specifications. Therefore, the root cause of the reported event of no ultrasound cannot be determined conclusively. Based on the information obtained, the root cause of the reported events of thermal burn and astigmatism is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).